Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose of 24 mmol/l. It was reported that they woke up during the night the blood glucose was 16 mmol/l and then in the morning it was 24 mmol/l . It was reported that they corrected the blood glucose with food and manual injections. Troubleshooting was performed. There were some air bubbles. The device settings were correct. The insulin pump passed the high pressure test. It was reported that the insulin pump will not give correction and the customer's blood glucose was 15.8 mmol/l at the time of call. The product is not expected to return for analysis.